Manufacturer narrative:
The device history records were reviewed. This lot met all release criteria. There was no evidence of any deficiencies within the lot as they relate to this complaint. This has been the only incident reported for this manufacturing lot number to date. Based on the DHR review there is no evidence of a manufacturing related cause to this event. The returned sample was evaluated. Three (3) segments of graft were returned. There was some blood on each segment, but no tissue or instrument marks. The two smaller segments measured approximately 1 cm and appeared to be the remnants from creating a man-made cuff. There was nothing remarkable about either of these two pieces. The longer segment measured approximatley 16cm. At one end of this segment a man-made cuff had been created. This end showed evidence of suture pull-through. The opposing end of this larger segment also showed clear evidence of suture-pull through. The results of this investigaton confirm the complaint for suture pull-through/tears. The IFU states: warning 1 anastomotic or graft disruption has been associated with axillofemoral, femoral femoral, or axillobifemoral bypass procedures if implanted improperly. Thinwall and impra flex thinwall grafts are not recommended for these types of bypass procedures. 2. For extra-anatomic procedures, (e.g., axillofemoral, femoral femoral, or axillobifemoral bypass) the patient should be cautioned that sudden, extreme or strenuous movements should be totally avoided for a period of at least six to eight weeks to allow for proper stabilization of the graft. Routine activities such as raising the arms above the shoulders, reaching out in front, extended reaching, throwing, pulling, striding or twisting should be avoided. 3. Impra eptfe grafts do not stretch (are non-elastic) in the longitudinal direction. The correct graft length for each procedure must be determined by considering the patient's body weight, posture, and the range of motions across the anatomical area of graft implantation. Failure to cut the grafts to an appropriate length may result in anastomotic or graft disruption, leading to excessive bleeding, and loss of limb or limb function, and/or death.

Event description:
It was reported a patientwith a lower extremity embolism underwent a femoral-femoral bypass graft using an impra eptfe thinwall small beading vascular graft. Approximately 3 hours after surgery, the patient developed a massive left groin hematoma. Upon surgical exploration of left groin, a tear was noted at heel of the graft. The graft also appeared to be dissected. Attempts at suturing the graft resulted in sutures pulling through graft. As a result, the entire graft replaced.